Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) oculd not be interrogated. It was further reported that the ICD is part of a safety advisory. The device was replaced, and no adverse patient symptoms were reported.